Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Date of event is estimated.

Event description:
It was reported that the patient's incisions were not healing properly. In turn, surgical intervention was undertaken on (B)(6) 2023 where a wound exploration was performed and everything was found to be fine. The device is providing therapy.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.